Manufacturer narrative:
Result: review of device history records will be conducted. Histopathological evaluation will be performed.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa, size19) was explanted after 1.9 years.

Manufacturer narrative:
Conclusion = this mitroflow valve was explanted after 1 year and 11 months due to re-operation. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflet tear and inadequate leaflets coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided.

Event description:
The manufacturer was notified on 24 october 2014 that mitroflow valve (lxa, size19) was explanted after 1.9 years.